Event description:
The manufacturer received information related to a dreamstation CPAP. The device was returned to a third party service center. The service technician evaluated the device and found there was no evidence of foam particles in the device assembly. The service technician found that the device does not turn on. The service technician reports that the power connector is corroded. There is no allegation of serious injury or patient harm. No medical intervention reported. Scrapped.

Manufacturer narrative:
H3 other text : device serviced by third party service center.